Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. Ten days later, a leak occurred distal to the suture wing approximately one centimeter. The pt finished treatment and the line was removed.